Event description:
It was reported that during a bypass procedure, the blade was broken off inside the patient's body. The broken piece was retrieved quickly. As the blade was already retrieved, no pieces were left inside the patient. An error 5 was also displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade might have touched forceps.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.